Manufacturer narrative:
Section d4, expiration date was updated. No products were returned for investigation. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The discrepant results observed were generated as part of a clinical study. No medical decisions were made based on the results. This patient also had a blood gas result of 93 mg/dl and a result from a nova device of 114 mg/dl. The clinical study was evaluating whole blood samples from patients receiving intensive critical care. Product labeling states: "the system has not received FDA clearance for use with patients receiving intensive medical intervention or therapy." The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Occupation is roche clinical operations study manager. Qc results were within specification prior to testing the patient. The test strips were requested for investigation, however, the test strips are no longer available to return.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on accu-chek inform ii meter serial number (B)(4) compared to the laboratory during a clinical study. The result from the meter using a capillary finger-stick at 1:53 p.m. Was 257 mg/dl. The patient had a venous sample drawn for the laboratory at 1:56 p.m. And the result was 99.16 mg/dl.